Event description:
Abbott diabetes care (adc) received a medwatch report that reported the following information: a customer reported low readings and an adverse skin reaction with their adc device. The customer did not report symptoms and "did things to bring up numbers" before checking on an unspecified finger glucose reading of 361 mg/dl compared to sensor readings of 51 mg/dl. The customer removed the sensor and replaced it with another one in a different place. A couple days later the customer awoke to an "infection in the area where the sensor was" and noticed a "foul smell and lots of pus" and that it was "very warm and much bigger area." The customer has "been cleaning and covering it" for treatment. Adc customer service is currently in the process of making additional attempts to gain further information and a follow-up will be submitted when more information is obtained. Based on the information provided, there was no report of death or permanent impairment associated with this event.

Event description:
Abbott diabetes care (adc) received a medwatch report that reported the following information: a customer reported low readings and an adverse skin reaction with their adc device. The customer did not report symptoms and "did things to bring up numbers" before checking on an unspecified finger glucose reading of 361 mg/dl compared to sensor readings of 51 mg/dl. The customer removed the sensor and replaced it with another one in a different place. A couple days later the customer awoke to an "infection in the area where the sensor was" and noticed a "foul smell and lots of pus" and that it was "very warm and much bigger area." The customer has "been cleaning and covering it" for treatment. Adc customer service is currently in the process of making additional attempts to gain further information and a follow-up will be submitted when more information is obtained. Based on the information provided, there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. This is 1 of 2 MDR submission as mw5184454 is associated with medwatch# mw5184453.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received.the most probable root causes associated with this incident are the adhesive, including the adhesive irritating the user¿s skin, or misuse, including improper site selection and repeatedly using the same application site to place the sensor. These conditions are mitigated through the freestyle product labelling.all complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio.a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.the reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor.dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality.a tripped trend review was conducted for the reported complaint and the product; no trends were identified that would indicate any product related issues.if product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation.all pertinent information available to abbott diabetes care has been submitted.